Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced high thresholds, no capture and variable sensing. It appeared there was no longer any slack in the lead but the position of the lead tip remained unchanged and pointed down. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation was ruptured. The inner insulation of the lead became breached due to a rupture while in vivo. The analyst noted that visual inspection found the outer and inner insulation were breached/ruptured at a kink location on the lead body, and dried blood visible on both conductors. The insulation breach contributed to the complaint of variable sensing. If information is provided in the future, a supplemental report will be issued.